Event description:
A 26mm diameter x 3.75 cm length aneurx aortic extension cuff was inserted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. The pt's aneurysm sizing and vessel morphology are unknown. It is reported that the physician had difficulty deploying the aortic cuff stent graft is unknown at this time. It is reported that the pt is doing fine and there is no add'l clinical sequelae reported relative to the event. Further info form the user facility regarding this event is pending.